Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, e3, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The device evaluation found the distal end of the probe was broken, the broken fragment of the probe was not returned, there was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it, and the fracture surface of the probe was checked and found that cracks had developed from the non-insulated side of grasping section. A root cause could not be identified. Based on the results of the investigation, it is likely the malfunction occurred through the following mechanism: 1. Grasping section was closed without grasping anything while the output in seal & cut mode was activated, (this includes after tissue resection) causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. A contact mark was created because the seal and cut operation was performed while the probe was in contact with the non-insulated portion of the gripping section. Additionally, a seal and cut error occurred. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. The probe broke due to the load applied. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic breast reconstruction procedure,the tip of the ultrasonic surgical device was broken and fell into the patient's body and was retrieved. The procedure was completed using a back-up device, and no further harm to the patient was reported.